Event description:
Patient reported receiving a collagen injection in the vermilion of the lip. Allegedly physician did not skin test patient. Just hours after injection patient's lips became swollen and red with itching. Patient also had one 2.0cm spot that turned purple, then black. A week later the black area had formed a scab that then sloughed. The pt reports that symptoms have been intermittent and have lessened in intensity, but still has swelling and itching. The physician diagnosed herpes-like cold sore with shallow erosion. Patient was treated with oral anti-viral medication.